Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced an infection. The reporter didn¿t know how it happened. The pump was working. When the pump was removed due to the infection, the patient took oral pain medication. The device system was used to deliver an unknown drug. At the time of this report, the pump contained morphine.

Event description:
It was later reported that the patient took oral medication until the infection cleared and another pump was implanted. The event date was indicated to be 2008. The device system was used to deliver morphine sulfate.

Manufacturer narrative:
(B)(4).